Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.